Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate mode switching. No intervention was reported. No additional information was available at this time.